Manufacturer narrative:
H2: the broken device reported was likely the result of a stress riser introduced while impacting the tibial component which led to fracture of the radel surface.

Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, when using the mobile bearing tibial impactor, the plastic of the impactor tip snapped. Parts and pieces fell into the patient and were removed from the patient. The reported event is not related to a revision of exactech implants. There was no surgical delay/prolongation. The patient was last known to be in stable condition following the event. No patient/medical information provided.